Event description:
It was reported that the patient presented to hospital due to hearing an alert. A device check was conducted and the impedance on the right ventricular lead was high with noise and an increased sensing integrity count (sic) which triggered a lead integrity alert (lia). Lead fracture was suspected. The lead was reprogrammed and later explanted and replaced. During the extraction of the lead it was rotated approximately 20 times counterclockwise to store the helix, and waited for a few tens of seconds but it failed to store. The physician pulled the lead and was able to explant it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the right ventricular lead integrity alert and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).